Event description:
It was reported that during a peripheral stenting procedure, a stent dislodgement occurred. The 85-90% stenosed lesion was located in the moderately tortuous and non-calcified left renal artery. The physician predilated the lesion using another manufacturer's balloon catheter and then attempted to advance another manufacturer's stent across the lesion, however, this attempt was unsuccessful. The physician predilated the lesion again using the same balloon catheter, but increased the number of atms. The physician then attempted to cross the lesion with the 5.0x15 express biliary sd monorail premounted stent system, however, the stent dislodged from the balloon and migrated into the distal renal artery. The physician did not make any attempts to retrieve the express biliary stent since the size of the vessel was too small. The physician did not many any further attempts to stent the left renal since the success of the angioplasty was sufficient to treat the patient. No further patient complications were noted and the patient's status was reported as "fine".

Manufacturer narrative:
Returned product analysis revealed tip damage indicating that the device had seen manipulation stresses during procedure. There were no indications of manufacturing defects or product specification non-conformances found during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B) (4).

Event description:
It was reported that during a peripheral stenting procedure, a stent dislodgement occurred. The 85-90% stenosed lesion was located in the moderately tortuous and non-calcified left renal artery. The physician predilated the lesion using another manufacturer¿s balloon catheter and then attempted to advance another manufacturer¿s stent across the lesion, however, this attempt was unsuccessful. The physician predilated the lesion again using the same balloon catheter, but increased the number of atms. The physician then attempted to cross the lesion with the 5.0x15 express biliary sd monorail premounted stent system, however, the stent dislodged from the balloon and migrated into the distal renal artery. The physician did not make any attempts to retrieve the express biliary stent since the size of the vessel was too small. The physician did not make any further attempts to stent the left renal since the success of the angioplasty was sufficient to treat the patient. No further patient complications were noted and the patient¿s status was reported as ¿fine¿.